Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator had a proximal port malfunction. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Although requested, the customer decline to provide further information on the patient. The customer troubleshot and the service engineer (se) the customer was advised on how to pull the ventilator diagnostic report and to run the unit on a test lung. The customer reported that the reported issue was not duplicated, and the unit was returned to service. The customer provided no additional information.